Event description:
Caller states customer was unresponsive with result of 4.1 mmol/l obtained on the mobile system. Caller contacted an ambulance, which arrived 40 minutes later. Customer tested 1.6 mmol/l on the professional meter and was treated with oral glucose. 10 minutes later an unknown "low" result was obtained on the professional meter. Customer was treated with glutose 15; she was still unresponsive and treated with a glucose IV. Paramedics obtained 2- 3 unknown results on the professional meter; caller stated one result may have been 4.5 mmol/l. Customer began to respond to external stimulation. While at the hospital she tested 7.2 mmol/l on a professional meter; the IV was discontinued and the customer was provided with food; she left the hospital 4 hours later. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). (B)(4): while this product is not sold in the united states, it is like or similar to a product marketed in the united states.